Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("multiple wire fragments are noted consistent with that of "essure" foreign bodies.") In a 27 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of mood altered, hot flashes, dysmenorrhea, tubal ligation, bloating, menorrhagia, painful intercourse, irritability, parity 2, gravida ii, night sweats, menopause, smoker (smoking cigarettes since 17yo, currently 1/4 ppd) and lower abdominal pain (lot of lower abdominal. Pain all the time. Feels sharp, stabbing pains, states she is sure she feels the calls.). Previously administered products included: zoloft for anxiety and lorazepam, nabumetone, prazosin, sertraline and marijuana. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, 1979 days after essure insertion, she experienced device breakage (seriousness criteria medically important and intervention required).the patient was treated with surgery (laparoscopic assisted supracervical hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one essure related surgery-no. Previously reported essure removal date : (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 18.674 kg/sqm. [Pathology test] on (B)(6) 2021: surgical pathology report : pre-op diagnosis: encounter for essure implantation. Final diagnosis: uterus and bilateral fallopian tubes, resection: secretory endometrium. Unremarkable myometrium. Benign fallopian tubes gross description: 2 fimbriated fallopian tubes are identified averaging 5.0 cm in length by 0.6 cm in diameter. Multiple wire fragments are noted consistent with that of "essure" foreign bodies. [Ultrasound pelvis] on (B)(6) 2017: findings: measurements: uterus: 10.5 x 6.8 x 5.8 cm. Endometrial stripe: 1 mm right ovary: 4.9 x 4.8 x 2.5 cm. Left ovary: 4.5 x 2.7 x 2.6 cm. Ultrasound findings: uterus: uterus demonstrates normal myometrial echotexture. Endometrial stripe: endometrial stripe is within normal limits. Right ovary: right ovary is within normal limits. And venous doppler flow. There is normal arterial left ovary: left ovary is within normal limits. And venous doppler flow. There is normal arterial free fluid: no evidence of free fluid. Impression: unremarkable pelvic ultrasound. Normal doppler flow within the ovaries. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records device breakage ((B)(4)). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 27 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, 1979 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("multiple wire fragments are noted consistent with that of "essure" foreign bodies.") In a 27 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of mood altered, hot flashes, dysmenorrhea, tubal ligation, bloating, menorrhagia, painful intercourse, irritability, parity 2, gravida ii, night sweats, menopause, smoker (smoking cigarettes since 17yo, currently 1/4 ppd) and lower abdominal pain (lot of lower abdominal. Pain all the time. Feels sharp, stabbing pains, states she is sure she feels the calls.). Previously administered products included: zoloft for anxiety and lorazepam, nabumetone, prazosin, sertraline and marijuana. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, 1979 days after essure insertion, she experienced device breakage (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2021. The patient was treated with surgery (laparoscopic assisted supracervical hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one essure related surgery-no. Previously reported essure removal date: (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 18.674 kg/sqm. [Pathology test] on (B)(6) 2021: surgical pathology report: pre-op diagnosis: encounter for essure implantation. Final diagnosis: uterus and bilateral fallopian tubes, resection: secretory endometrium. Unremarkable myometrium. Benign fallopian tubes. Gross description: 2 fimbriated fallopian tubes are identified averaging 5.0 cm in length by 0.6 cm in diameter. Multiple wire fragments are noted consistent with that of "essure" foreign bodies. [Ultrasound pelvis] on (B)(6) 2017: findings: measurements: uterus: 10.5 x 6.8 x 5.8 cm. Endometrial stripe: 1 mm right ovary: 4.9 x 4.8 x 2.5 cm. Left ovary: 4.5 x 2.7 x 2.6 cm. Ultrasound findings: uterus: uterus demonstrates normal myometrial echotexture. Endometrial stripe: endometrial stripe is within normal limits. Right ovary: right ovary is within normal limits. And venous doppler flow. There is normal arterial. Left ovary: left ovary is within normal limits. And venous doppler flow. There is normal arterial. Free fluid: no evidence of free fluid. Impression: unremarkable pelvic ultrasound. Normal doppler flow within the ovaries. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records device breakage (10012575). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .non drug treatment updated. Event device breakage added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 27 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, 1979 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 25-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.